Event description:
False low rbc count reported on iq200. The unit is currently to controls (accuracy) and reproducibility. No injury, treatment or change to pt management report by the customer, erroneous results on one specific sample but results were not reported outside of the laboratory.

Manufacturer narrative:
Iq200 reporting false low rbcs. An isolated error in the instrument led to the automatic validation of a sample that per the customer read negative (5 rbcul). The same sample was originally positive (46 rbc/ul). Results were not reported outside of the laboratory. No injuries or change in pt management reported.